Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information such as reason for replacement. Further information was requested but not received.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2024, wherein the ipg was explanted and replaced. No further information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.